Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer biomedical engineer replaced the porthole door received from ge healthcare to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the porthole door was cracked which could cause a patient fall. There was no report of patient involvement.